Manufacturer narrative:
On 04/12/2022. Infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On 04/12/2022. A distributor of infutronix reported a complaint on behalf of an end user: leaking coming from the tubing connected to the pump and the black pouch was wet. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.